Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer also reported that the threads of the battery cap were damaged. Customer stated that the insulin pump may have recently been exposed to water, but was not submerged. Blood glucose level was 141 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. No moisture damage was found inside of the insulin pump. The insulin pump was received with a stripped battery cap coin slot, cracked case at a display window corner, broken battery tube threads, a cracked reservoir tube lip, cracked belt clip slot, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.